Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports jaw misalignment (shifted over sideways), difficult to comfortably clench teeth (discomfort), bottom teeth are more crooked than before, front teeth seriously overlap adjacent tooth and there are large gaps on either side of top tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.